Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported removal of sacral extension. It was also noted that there was coaptite injection on (B)(6) 2003 and (B)(6) 2013. Consequences of the event were noted as explant of sacral extension under local anesthesia. No symptoms were reported. There were no further complications reported and/or anticipated.